Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.630.909, lot: 1154236, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 25.feb.2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 4.0 mm hex driver shaft female qc (p/n: 03.630.909, lot #: 1154236) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the spring was broken. The broken fragment was not returned. There were scratches and the etch on the device started to fade consistent with the device use but have no impact on the functionality of the device. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed driver shaft. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the 4.0 mm hex driver shaft female qc (p/n: 03.630.909, lot #: 1154236). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent facet fusion, during the insertion of a mtf bone dowel, the screwdriver/inserter broke. All pieces were removed easily from the patient without additional intervention. There was no surgical delay. The procedure was successfully completed. The patient status is unknown. Concomitant device reported: unknown mtf biologics (part#unknown, lot#unknown, quantity 1). This report is for one (1) 4.0mm hex driver shaft female qc. This is report 1 of 1 for (B)(4).